Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. The lead was programmed off and remains in the patient out of service. No patient complications have been reported as a result of this event.